Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned for an unspecified reason. There were no field allegations reported against this product. This report was created due to laboratory findings.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the (B)(4) 2010 product performance report.